Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient has a cervical scs system and a thoracic scs system. This issue is related to the cervical scs system. The patient has 2 cervical scs leads from the same lot. It was reported the patient is no longer receiving effective stimulation. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21051. Additional information received indicated that surgical intervention was undertaken wherein the cervical system was explanted on an unknown date to address the issue.